Event description:
Related manufacturer report number: 3006705815-2023-04739. Additional information was received that one of the patient's leads had high impedances. As a result surgical intervention was undertaken wherein the lead and ipg were replaced. Effective therapy was established postoperatively.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.